Manufacturer narrative:
On (B)(6) 2017, the recipient underwent successful repositioning surgery.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing no response to stimulation and electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been activated. The recipient remains implanted. This is the final report.